Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at 177,220 joules and 19:23 minutes of use; "fiber tip broked and metallic cap detached" was noted. The fiber was exchanged and second fiber issue was noted. Failure mode for the second fiber was not provided. The procedure was completed using third fiber. This report is for the first fiber used. Patient outcome: "no injuries" to the patient was reported.